Event description:
During the implant procedure, it was reported that the hemostatic valve was pulled over the lead pin and it got stuck. The physician was concerned with the integrity of the lead and decided not to implant the lead. It was also reported that the lead may have possible damage from pulling it out. A new situs lead was implanted.

Manufacturer narrative:
April 8, 2011. The analysis on this device is pending.

Manufacturer narrative:
(B)(4), 2011. The analysis on this device is pending. (B)(4), 2011.

Event description:
During the implant procedure, it was reported that the hemostatics valve was pulled over the lead pin and it got stuck. The physician was concerned with the integrity of the lead and decided not to implant the lead. It was also reported that the lead may have possible damage from pulling it out. A new situs lead was implanted.